Manufacturer narrative:
The technician found that the brake and steer casters were not locking into the brake position. He adjusted the brake and steer casters to repair the bed.

Event description:
Info received indicates the brake will set but does not hold.